Event description:
Device malfunction: none. Symptoms/ae: minor facial paralysis. Time of ae: post-procedure. It was reported that one day post successful rx acculink stent implantation in the right internal carotid artery, the patient developed minor right sided facial paralysis. The duration of the paralysis is uncertain; however, it was resolved without treatment by the 30 day follow-up visit. Though requested, no additional information was provided.

Manufacturer narrative:
Study report. The stent remains in the patient's body. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant information.